Event description:
It was reported the patient was getting good therapy but they were feeling a sensation in their toe that they were sensitive to. It was stated reprogramming did not address this issue. It was noted the patient may have had a lead revision to try to address the issue since implant but it was not clear. Reportedly, the patient was having a lead revision the day of report to address the toe sensation and the lead was going to be placed on the contralateral side. It was noted the toe sensation had been an issue since the original implant. It was later reported the patient was doing fine and there were no malfunctions to the device.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v969906, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).